Manufacturer narrative:
Follow-up #2: date of submission 10/05/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/12/2016 with the following findings: there was no evidence of intermittent power observed in the black box prior to the complaint date. The pump was unable to maintain an electrical connection with the returned battery cap due to the cap detaching. The battery cap threads were damaged, so a test cap was used for all testing. The test battery cap was unable to fully tighten. The battery compartment was cracked and had damaged threads. The pump was exercised with a test battery cap for 24 hours with no reboots, loss of power or call service alarms duplicated. The pump case was removed and there was no evidence of moisture or loose components inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. It was reported that the user was experiencing intermittent power issues. In addition it was reported that the battery compartment was cracked and the user was unable to tighten the battery cap. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.